Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during the initial drain while the hp was connected. The caregiver (cg) stated that the hp had connected the patient line extension set after the patient line was already primed, and then the hp connected to the hc. The technical service representative (tsr) informed the cg that the patient line extension must be connected prior to priming. The tsr advised the cg to end the therapy and start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report for system error 2240, where the hp had connected the patient line extension set after priming had been completed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It instructs the user to connect the patient line extension to the patient line prior to priming. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.